Event description:
Pump was reported to overinfuse on pump 2 during a primary infusion of nimbex. A 100ml bag of nimbex was set to deliver at a rate of 22ml/hr. The entire bag infused in 1 hour and 35 minutes. There was no medication running on pump 1 and no secondary medications were set up. The pump had been set up that morning with an infusion that ran fine. The clinician then spiked a new bag of nimbex without changing or moving the tubing. No medical intervention was required and no pt injury resulted.

Event description:
Pump was reported to overinfuse on pump 2 during a primary infusion of nimbex. A 100ml bag of nimbex was set to deliver at a rate of 22ml/hr. The entire bag infused in 1 hour and 35 minutes. There was no medication running on pump 1 and no secondary medications were set up. The pump had been set up that morning with an infusion that ran fine. The clinician then spiked a new bag of nimbex without changing or moving the tubing. No medical intervention was required and no pt injury resulted.